Event description:
Reporter reports back to back testing on meter to lab while using the inform system with results of 549 mg/dl on the meter and 259 mg/dl at the lab. Reporter states l1 and l2 quality controls were run the same day prior to testing the patient and both levels passed; specific results were not provided. Reporter states patient was treated based on the meter result with 17 units of insulin. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.